Event description:
It was reported that post-paced t-wave oversensing was observed during follow up. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.